Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited oversensing on the right ventricular (rv) channel due to lead dislodgement. A revision procedure was performed and this rv lead was removed from service and replaced. No additional adverse patient effects were reported.